Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were having issues with the stimulation and therapy. Patient said that they couldn't use the stimulator because they accidentally changed the groups from what it was supposed to be at to another one. Patient said that the only reason they knew that they did that was because the zingers in their back shot down their leg and up their back and they were not supposed to feel those; agent understood as unexpected stimulation. Patient also said that they could feel a tingle, but it was a zinger and it went down their legs which had not ever been done before; agent understood that they may had experienced unexpected stimulation or shocking. Patient stated that they screwed up their settings trying to fix it and that they thought they messed it up even more and they could not fix it with it on them because the stimulation was too strong and their fingers hurt in the middle of their back. Patient then said that after they charged the implant, their back was aching really bad. Agent understood that the patient was trying to charge the implant when all of this happened. Patient confirmed that the stimulation was off, but not what it used to be. When asked for the event date, patient said they had been without their stimulator working for a week, and said the issue had been going on for about a week. Patient shared that the implant was not charged and that they couldn't charge the implant; agent understood as due to therapy issues. Agent did not go through adjusting the groups/programs with the patient due to the nature of call. The issue was not resolved. Agent reviewed role of rep and provided the nas phone number for the doctor to call on their behalf. The patient was redirected to their healthcare provider to further address the issue and to meet with a medtronic representative in person for reprogramming to better optimize their therapy. An email was sent to the local field representatives for visibility and for a patient callback request; agent did not promise a timed-response. Patient noted that they had a pain management doctor but they only managed their pain and not the stimulator. Patient mentioned historical information in that they had an appointment with their pain management doctor and they noted that a medtronic representative there at the appointment but the rep was not there.